Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 10 mar 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced fourteen different incidences, which were associated with separate units, involving fourteen different patients. This is the twelfth of fourteen reports. Refer to 8030647-2023-00044 for the first report, refer to 8030647-2023-00045 for the second report, refer to 8030647-2023-00046 for the third report, refer to 8030647-2023-00047 for the fourth report, refer to 8030647-2023-00048 for the fifth report, refer to 8030647-2023-00049 for the sixth report, refer to 8030647-2023-00050 for the seventh report, refer to 8030647-2023-00051 for the eighth report, refer to 8030647-2023-00052 for the ninth report, refer to 8030647-2023-00053 for the tenth report, refer to 8030647-2023-00054 for the eleventh report, refer to 8030647-2023-00056 for the thirteenth report, refer to 8030647-2023-00057 for the fourteenth report. It was reported, the sleeve tore during patient use and was discovered by leak(s) in the ventilator and the patient experienced desaturation; there was no report of medical intervention; the catheter was replaced.

Manufacturer narrative:
Correction: b1; b2; h1. All information reasonably known as of 02 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.